Event description:
The following has been reported by customer:customer initial email: sp (s/n: (B)(6) an event that occurred on 28/06/2026 between 08:42 and 10:04 a.m. Gmt. Looking at the logs it appears that the infusion settings were adjusted and accepted while the infusion was running, however our qms would like to return it for investigation please.infusion parameters at time of incident (08:41 am & 10:04 am gmt) adjusted from 0.1ml/hr infusion to 200ml/hr infusion.reporting as a conservative measure. Adverse effects were not reported.additional information is needed to complete the investigation.